Manufacturer narrative:
Product was not returned, so root cause investigation cannot be performed. Review of the lot history record confirmed the lot met all specifications prior to release.

Event description:
During a procedure the physician observed extravasation into little veins on 3 different procedures and there was no patient injury.